Manufacturer narrative:
Date of event and implant date are approximated as the exact date is unknown.

Event description:
It was reported via social media that hypotension occurred. Approximately two years ago, the patient underwent a watchman left atrial appendage (laa) closure procedure. In the recovery room post-procedure, patient became hypotensive. Vitals normalized approximately 4 hours later. It was further reported the patient expired 8 months ago of an unknown cause. No further information is known at this time.